Manufacturer narrative:
A non-sterile cath prowler 14 150cm dual microcatheter was received coiled inside of a plastic bag. The body shaft of the device was inspected and it was found kinked as well as several compressed sections were noted on the distal section of the device. The microcatheter was inspected under microscope and the damages found o the visual analysis were confirmed (kinks and compressed sections). The ID and od from the microcatheter were measured and were found within specification according to document es04715 rev 15. The microcatheter was tried to flush using a lab sample syringe (nipro) but the water cannot be passed through of the device; after that a 0.014'' cordis guide wire was introduced from the proximal end and it was stuck at 87cm from the proximal end. The microcatheter was cut at 89cm from hub and the guide wire was inserted again from hub and additional force was applied over the guide wire and it can advanced into the microcatheter until the residues of dry blood were came out of the device from the cut section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" was confirmed during the functional analysis. The failure experienced by the costumer appears was due to the residues of dry blood found inside of the microcatheter. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place (000mi033 rev. 52) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
During treatment of a right posterior communicating (pcom) artery aneurysm the first coil, a 3x6 orbit complex mini fill (637mf0306), could not be advanced in the prowler 14 (606151x) microcatheter (mc). The coil was changed to a 3x4 orbit complex mini fill (637mf0304); however, this coil stretched in the mc during advancement. Both coils remained attached to the delivery system without any separation when withdrawn. Another 637mf0304 coil and another 606151x micro-catheter were used to complete the procedure. There was no patient injury reported. An adequate continuous flush was maintained through the mc. A non-sterile prowler 14 150cm dual microcatheter (mc) was received coiled inside of a plastic bag. The body shaft of the device was inspected and it was found kinked and several compressed sections were noted on the distal section of the device. The mc was inspected under microscope and the damages found on the visual analysis were confirmed (kinks and compressed sections). The ID and od from the mc were measured and were found within specification. An attempt was made to flush the mc using a lab sample syringe (nipro); however, the water could not be passed through the mc. After that a 0.014'' lab sample cordis guide wire was introduced from the proximal end of the mc; the guide wire stuck at 87cm from the proximal end. The mc was cut at 89cm from hub and the guide wire was inserted again from hub; with additional force applied to the guide wire and it could be advanced into the microcatheter until the residues of dried blood came out of the mc from the cut section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert devices into the prowler 14 was confirmed. The reported event appears to be related to the residues of blood found inside of the mc indicating the procedural factor of inadequate maintenance of a continuous flush as outlined in the instructions for use (IFU) as a likely contributing cause. The damages found on the device could not be conclusively determined; however there is no indication that they are related to the manufacturing process and if the kinks and compressions occurred during procedural use, they may also have contributed to the event. With review of the analysis and the device history records review there is no indication of a relationship of the event to the manufacturing process. Additionally, inspections are in place to prevent these types of damages from leaving the facility. Procedural factors addressed in the IFU appear to have contributed to the events; therefore, no corrective actions will be taken at this time.

Event description:
As reported, the patient came in for treatment of the right pcom aneurysm. The physician first used 637mf0306 coil but he could not advance the guidewire, so he changed to use 637mf0304 coil. The coil, however, was stretched in 606151x microcatheter during the advancement. Finally, the physician used coil 637mf0304 coil and another 606151x microcatheter to complete the procedure.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.